Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) reported to baxter's after hours call service a system error (se) 2240 alarm that occurred during dwell 3 of 6. The hp stated the patient was connected to the machine at the time of the alarm and didn't disconnect at any time prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used. Nothing unusual was noted about the supplies. The technical service representative (tsr) explained the se indicated a large amount of air had entered the set up. The tsr assisted the customer to clear the alarm and advised to start over or use manual bags. There was no patient injury or medical intervention.